Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2.2 was failed due to the partial connection failure. A field service engineer reseated the row board cable and confirmed that the issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
The customer reported that the pyxis medstation es system had a drawer failure and was not detected on the bus. Additionally, stated that the user was able to retrieve the needed medication from another medstation and confirmed that there was no delay or patient harm. There were no adverse events or injuries reported based on this event.